Manufacturer narrative:
The exposed portion of the cannula was observed to be flattened; it is unknown how or when this damage occurred. During inspection of the device, fluid was observed to flow through the fluid path without issue. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 250 mg/dl. The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.